Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information. Manufacturing date: 2018/9/14. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised that the cause of the reported event was a failure of wa50082a combined with the subject device / otv-s300. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified therapeutic procedure, the image of the subject device disappeared after displayed the communication error. The user cycled the power of the subject device, the issue was resolved. The user completed the procedure with the subject device. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated.